Event description:
It was reported that during a revision knee surgery, it was discovered that the locking collar disengaged from the impactor device while using the impactor device to remove the femoral broach. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter's mailing address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device failed visual inspection as the locking collar was found to be detached and the pins, ball, detent and spring were missing. It was further determined that the device failed pretest for locking collar assessment (cannot secure/lock attachment). It was concluded that the lock collar pins were not installed during manufacturing which resulting in the lock collar becoming detached from the unit. Therefore, the reported condition was confirmed. The assignable root cause of the detached locking collar was determined to be traced to an assembly error during manufacturing. Further investigation and assessment will be covered under a non-conformance.